Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen. The customer reported an insulin pump error. Troubleshooting was provided. The self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). No motor movement not confirmed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.